Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 309695, batch#: 4088628. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: I have a defective product to report and have a sample to send back for qc. The reason for the delay in filing is that I had to find the correct person to report it to¿. Date: (B)(6) 2024. Mfg bd. Product bd 10 ml control syringe. Product #309695. Lot# 4088628. Expire 2-28-29. Challenge dirt/mildew inside sterile package. This has not be opened and available to return to bd. Please advise on next steps. Customer responsse: date: (B)(6) 2024, mfg bd, product bd 10 ml control syringe, product # 309695, lot# 4088628, expire 2-28-29, challenge dirt/mildew inside sterile package. There were no adverse event since this was caught before it was opened in the or. This has not be opened and available to return to bd.

Manufacturer narrative:
It was reported there was dirt inside the sterile package. To aid in the investigation, one sample of a 10ml control syringe from lot 4088628 was received and evaluated by our quality team. The syringe received was in an unsealed package and has a reddish-brown foreign matter on the thumb grip. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle in an attempt to identify the particle¿s composition. The ftir results were found to be inconclusive. However, the foreign matter is consistent with the grease used at the manufacturing location. Most likely the grease used on the conveyor belt. The condition observed is non-conforming per product specification and is associated with the molding process. A quality alert will be issued to the plant. A device history record review was completed for provided material number 309695, lot 4088628. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. Lot 4088628 was inspected and accepted based on meeting our inspection control plant and was subsequently approved for shipment. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.